Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by the keyboard failure. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, keyboard was not working, which hindered users from accessing medications. The customer confirmed that there was a delay in dispensing medication due to this malfunction as the nurse was not able to retrieve the needed medication. There were no adverse events or injuries reported based on this event.